Manufacturer narrative:
(B)(4). Information received from the facility nurse on (B)(4) 2012 confirmed that the patient was "playing" with his transfer set during the day which became loosened resulting in a leak from the catheter (unknown manufacturer). This complaint is related to use error and breach in aseptic technique related to the above information.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.

Event description:
During a follow up call on (B)(4) 2012, for an unrelated issue, the patient indicated they had been hospitalized due to clots in the peritoneal cavity. Reportedly, the patient received antibiotics and anticoagulants. Follow up with the facility nurse indicated the patient did not have clots in his cavity but was seen at the hospital as he had issues with his catheter set (not a baxter product) and was placed on antibiotics (unknown). The nurse indicated that event was unrelated to baxter products, solutions or therapy. Clarification of information received from global pharmacovigilance dated (B)(4) 2012 indicates the following information received from the (B)(6) facility nurse: on (B)(6) 2012, the patient was started on peritoneal dialysis therapy with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapy. On (B)(6) 2012, while performing therapy, the patient noted her clothes were wet. It was unknown if the leak was from the tubing or the extension set. The patient's cap to the transfer set was changed. The same night, the patient reportedly experienced chills and a fever. The chills resolved on an unspecified date. Tylenol was taken times one for the fever. On (B)(6) 2012, the caregiver contacted the (B)(6) nurse who instructed the patient to do a manual drain. At that time, the effluent was cloudy. Later that day, the patient reportedly experienced rebounding abdominal pain. The patient was hospitalized on (B)(6) 2012 for peritonitis and clots in the peritoneal cavity. A peritoneal culture was performed on (B)(6) 2012. On (B)(6) 2012, the peritoneal membrane was flushed (unknown product) and the patient was restarted on peritoneal dialysis. On an unspecified date, the patient started ancef 1gram intraperitoneal (ip) daily with a manual exchange. Oral plavix 3 times per week was ordered for the peritoneal clots. Heparin subcutaneous was continued 2 times per week. As of (B)(6) 2012, the events of fever, clots in the peritoneal cavity, chills, cloudy effluent and pain were resolved. The peritonitis was resolving. The patient was discharged from the hospital on (B)(6) 2012. The nurse did not know if the events were related to dianeal or peritoneal dialysis therapy.